Event description:
Home patient called the baxter technical service center to report receiving a reload set 163 alarm in prime of apd treatment on the homechoice machine. The patient informed the operational support representative (osr) that patient was connected to the homechoice set patient line during prime when the alarm was received and had the transfer set open, contrary to correct procedure. The osr requested the patient close all clamps and transfer set, discontinue treatment and set up with all new supplies, and contact the dialysis healthcare professional. Per follow up with the patient's rn, no medical intervention or patient injury resulted from the incident.